Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on device and damaged or open package. The following information was provided by the initial reporter. The customer reported the following issues: fm (dirt) ×2390, black spot ×830 (registered as molding defect - embedded fm), damaged/scratched ×384, number of products returned: 4800 in total (a total of 24 shelf cartons).

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.